Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic field service engineer (fse) went to site to troubleshoot issue. It was found 3d interrupts and shows a generator overload warning messages. Ordered new gantry motion controller and an umbilical cable. Replaced both parts and reload 3.1.6 o/s software. Tested system after replacement and everything was working as intended so the imaging system was put back into use. Cable and controller were sent back to manufacturer for evaluation. Could not confirm reported problem on either parts that were returned. No further issues reported. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic field service engineer (fse) reported that the site would have intermittent interrupted 3d spin with the error message gantry motion controller error. This occurred outside of surgery, no patient present.